Manufacturer narrative:
Thru z-2320-2008. Pursuant to identifying a reportable event involving the (B) (4) slingbar, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.

Event description:
Slingbar detached from the lift when the lift was pushed over a doorstep. No one was in the lift at the time.